Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2017-00975, 2. 3005168196-2017-00977. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the thoracic artery using penumbra coil 400''s (pc400''s) and two penumbra coil detachment handles (dh1''s). During the procedure, the physician advanced a px slim delivery microcatheter (px slim) towards the target vessel, then deployed and detached three pc400''s using the first dh1. Next, the physician deployed a new pc400 into the target vessel and then attempted to detach it using the same dh1. However, after several attempts, the physician was unable to detach the coil using the dh1 and decided to open a new dh1; however, the physician was still unable to detach the pc400 with this second dh1. Therefore, the pc400 was retracted and the procedure was completed using a new pc400, the same px slim and the second dh1. There was no report of an adverse effect to the patient.